Event description:
It was reported that immediately after a sheathed insertion, a good waveform could not be obtained. The iabp began to experience catheter leak alarms. The iabp was exchanged but the alarms continued. The iab was exchanged. See 1219856-2005-00086 for next event involving the same patient. There were no reported patient complications.